Event description:
The complainant reported a patient was on impella 5.5 support. While on support, trans-esophogeal echocardiography showed good placement across the valve. However, the console was alerting impella in aorta alarms and the left ventricle waveforms were very high. The decision was made to explant the impella 5.5. The patient survived the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. The returned pump was inspected and biomaterial was found on the impeller. The 5s parameters were within specification and the pump passed the light continuity test. The real time logs from the case showed 'impella position in aorta' alarm before placement signal monitoring was disabled. According to the clinical details, the position was verified via transesophageal echocardiogram. The root cause of the placement signal issue was most likely patient condition related. H.6 medical device problem codes 1158 and 1559 were reported in error on the initial manufacturer device report 1220648-2024-20486 and a new code was added. According to the investigation results, the failure mode 'positioning failure' was removed because the issue reported was related to placement signal monitoring of the optical sensor and not physical pump positioning issues. The failure mode 'placement signal issue' was changed to optical signal issue because the issue is related to optical sensor.